Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the remote control button(1) perforated, the insertion flexible tube (ift) buckled, and the distal body leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, we have received the following information. In this case it could not be denied that the glue falls occurred in the human body. Therefore, based on the technical report "(B)(4) (nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).